Manufacturer narrative:
B3: event date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they felt shock on their left arm real bad. Pt said the issue started since they turn on the stim. Pt said they want to adjust the intensity and tried to switch to different groups but when they adjust the intensity to 1.5 they also felt a shock on their ride side "real bad". Pt also mentioned their left side is what hurts them. Pt was aware on how the different groups function and they said when its on 1 they can do like "drum beating". When agent asked for the hcp the pt said the previous hcp released them and said they have the association specialist. Pt stated the hcp referred them to the mdt rep but the rep was out so patient was told to call patient services. Agent reviewed patient services role. Agent advised pt to reach out to their hcp to set up an appointment with rep to further address the issue.